Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were recharging issues. The antenna locate feature was used which resulted in a power on reset (por) condition being displayed on the recharger which then led to a normal recharging screen. Add'l info has been requested, but was not available as of the date of this report.